Manufacturer narrative:
Product complaint # (B)(4) investigation summary missing attachment. The product was not returned to j&j medtech orthopaedics; however photos were provided for review. See attachment "20250811_104139.jpg, 20250811_104149.jpg, 20250811_104202.jpg and 20250811_104210.jpg. The photo investigation revealed that the dlc depth gauge shows signs of use, also, its knurled nut was missing. No other anomalies can be observed. This condition may occur during the cleaning/sterilization process, particularly when the components are assembled or disassembled. As these procedures are often repeated, there is an increased risk of components going missing. However, without concrete evidence or further information, it is not possible to determine a root cause. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the dlc depth gauge would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was a missing attachment. The issue was identified during loan kit inspection.